Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Additional information has been provided in h3, h6 and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the high purge pressure was not determined due to no defect found on the returned device, no data logs recovered, and insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated with an updated clinical narrative. F2302 removed from h6; e2343 added to h6. The investigation is still ongoing.

Event description:
An impella 5.5 was inserted via the axillary graft site to support the 23 year old male patient who had been admitted in with cardiomyopathy, presenting in scai stage e shock. Prior to the 5.5 pump the patient had been supported by an intraaortic balloon pump (iabp), inotropes, and vasopressors. The underlying medical history was not shared. The pump was placed successfully and on the day of implant there was high purge pressure alarms. The team troubleshot by the replacement of the purge cassette, but when this did not resolve the issue the team added the lytic, tpa, to the purge. The following day the team explanted and replaced the 5.5 with a new 5.5 pump. The support proceeds on the 2nd pump despite the hematoma at the site of the 5.5. This hematoma and bleed will be investigated in another complaint. Both pumps were inserted in the same axillary site. There also is a groin hematoma from other line/iabp and due to dropping hemoglobin blood was infused. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Tpa was utilized for the high purge pressure to mitigate impact of biomaterial within the motor and there was no impact on the patient.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary graft site to support the 23 year old male patient who had been admitted in with cardiomyopathy, presenting in scai stage e shock. Prior to the 5.5 pump the patient had been supported by an intraaortic balloon pump (iabp), inotropes, and vasopressors. The underlying medical history was not shared. The pump was placed successfully and on the day of implant there was high purge pressure alarms. The team troubleshot by the replacement of the purge cassette, but when this did not resolve the issue the team added the lytic, tpa, to the purge. The following day the team explanted and replaced the 5.5 with a new 5.5 pump. The support proceeds on the 2nd pump despite the hematoma at the site of the 5.5. Both pumps were inserted in the same axillary site. There also is a groin hematoma from other line/iabp and due to dropping hemoglobin blood was infused. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Tpa was utilized for the high purge pressure to mitigate impact of biomaterial within the motor and there was no impact on the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.